Event description:
Return reason: proximal electrode open circuit. Analysis determined: investigation found that the proximal electrode wire is broken approx. 2.7 cm from tip allowing an open circuit to occur. The origin of the break could not be determined. Unit was used in vivo. This was not determined until analysis was completed. No further info available on the pt's status. Remedial action taken: the corrective action is that quality assurance and mfg personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.